Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-2324pslc anchors (no batch identifiers present) were received for investigation. It was identified that approximately 14.54mm of one anchor was received, and 14.77mm of the second anchor was received. Chipping was observed along the distal end of the shorter of the two anchors. It was noted that the method of bone preparation, as well as the bone quality encountered during the case, were not recorded. As such, the observed condition is consistent with improper bone preparation, resulting in the insufficient fixation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after an initial surgery the anchor became loose and migrated out. A revision surgery was performed on (B)(6) 2021. No further information received.